Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, all the keypad buttons were under responsive. It was noted that the keypad cover was intact, there was no evidence of moisture or corrosion in the pump and there was no delivery issues. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/29/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was thinning but intact. During testing, all the keypad buttons responded appropriately. The keypad cover was removed and no internal defect was found with the key contacts. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.